Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); lot: 7088114. Product family: scs-linear leads; upn: m365db2202450; model: db-2202-45; serial: (B)(4); lot: 7088410.

Event description:
It was reported that the patient experienced an infection and therefore, underwent a deep brain stimulation system explant procedure. The infection was not considered to be device related, however, no further information regarding this event was obtained despite three good faith efforts. The devices were not returned as they were disposed of by the medical facility.

Event description:
It was reported that the patient experienced an infection and therefore, underwent a deep brain stimulation system explant procedure. The infection was not considered to be device related, however, no further information regarding this event was obtained despite three good faith efforts. The devices were not returned as they were disposed of by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), lot: (B)(6). Product family: scs-linear leads upn: m365db2202450, model: db-2202-45, serial: (B)(6), lot: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: (B)(6). Product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), lot: (B)(6).